Manufacturer narrative:
(B)(4). The device has not been returned for investigation at this time. The manufacturer will continue to monitor and trend related events.

Event description:
Some green substances were found on the product during use. Therefore a new unit was used instead. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). Per DHR the product hemolok ml clips 6/cart 84/box, lot # 73c1600465 was manufactured on 03/28/2016 a total of 26,040 pieces. Lot was released on 03/31/2016. DHR investigation did not show issues related to complaint. The customer returned one cartridge 544230 hemolok ml clips 6/cart 84/box for investigation. The clip cartridge was visually examined with and without magnification. Visual examination of the returned cartridge revealed that there were no clips remaining in the cartridge. The returned sample appears used as there is biological material present on the cartridge. The cartridge was microscopically examined and it was found that the cartridge appears to be scraped at multiple spots which could cause the green substance of the cartridge to come off. No other defects or anomalies were observed. Reference files (B)(4) for investigation photos. A corrective action is not required at this time as the damage observed on the cartridge indicates that operational context caused or contributed to this event. The reported complaint of "green substance on clip" was confirmed based upon the sample received. The other remarks: cartridge was received with damage to the green slots that appear to have been scrapped. This could cause the green substance of the cartridge to come off. The damage is consistent with damage that can be caused when an applier is not properly inserted into the slots to retrieve a clip. Therefore, based upon the damage observed and the time of discovery, operational context caused or contributed to this event. No further action will be taken.

Event description:
Some green substances were found on the product during use. Therefore a new unit was used instead. The patient's condition was reported as fine.